Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, due to doctor's operation problem the implantable pacing lead (ipl) could not get to the target position. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.